Event description:
It was reported that during the laparoscopic procedure that on the surgeon's 5th and last firing the device. The stapler fired to the end of the cartridge, but the knife blade did not return to home. He inadvertently hit two buttons while he was opening the jaws of the stapler and trying to hit the home button. The stapler lost power. When he depressed the home button, the jaws did not return to neutral. The sales rep instructed him to remove the battery, turn it around and replace it. When he hit the home button, the jaws returned to neutral. There were no patient consequences and the case was not delayed. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: does the surgeon use pulse firing technique?: the surgeon did not use the pulse firing technique. And correction to the previous reported incident. The surgeon completed the firing and was trying to straighten the device. He was opening the jaws and hitting the home button at the same time. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
Pc-(B)(4). Date sent: 5/30/2023 d4: batch # 174c71 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 174c71, and no non-conformances were identified.